Event description:
Verbatim below is from an email received from the consumer: left message for consumer to call in regarding product complaint. Cl. Sent: tuesday, july 30, 2024 12:01 pm. "Date incident occurred: on going. Was the patient impacted? Yes. If yes, describe: needle does not inject, have to restick - 10 needles in last box is a sample available?: no. Item(s): 320550. Lot(s): 3297060. Date incident occurred: on going.

Manufacturer narrative:
Additional information was added to: b4, d4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.